Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the micromanipulator is not focusing. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the micromanipulator is not focusing. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.